Manufacturer narrative:
Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for greater than 1 hour. Transmitter was removed prior to time of report. No additional patient or event information was available.